Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) female patient underwent a cryoballoon ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch unidirectional sf catheter. Post-cryoballoon ablation, after performing left atrial voltage mapping and prior to performing right atrial flutter mapping with the thermocool smarttouch unidirectional sf catheter, a pericardial effusion was confirmed via intracardiac echocardiography (ice). Patient remained in stable condition throughout the procedure. No medical or surgical interventions were performed. Patient was monitored via ice and transthoracic echocardiography (tte) for 45 minutes and the effusion remained stable. Patient was transferred to the intensive care unit (ICU) for observation. Patient required extended hospitalization as a result of the adverse event for monitoring of the effusion. Patient fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/22/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17692088l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #: unknown, serial #: unknown. Non biosense webster inc. - st. Jude medical brk transseptal needle. Non biosense webster, inc. - st. Jude medical sl1 sheath. Non biosense webster, inc. Medtronic flex-cath sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a cryoballoon ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a pericardial effusion requiring extended hospitalization for monitoring. Post-cryoballoon ablation, after performing left atrial voltage mapping and prior to performing right atrial flutter mapping with the thermocool smarttouch unidirectional sf catheter, a pericardial effusion was confirmed via intracardiac echocardiography (ice). Patient remained in stable condition throughout the procedure. No medical or surgical interventions were performed. Patient was monitored via ice and transthoracic echocardiography (tte) for 45 minutes and the effusion remained stable. Patient was transferred to the intensive care unit (ICU) for observation. Patient required extended hospitalization as a result of the adverse event for monitoring of the effusion. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the thermocool smarttouch unidirectional sf catheter perforated the left atrial roof. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical sl1 sheath. A medtronic flex-cath sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no radiofrequency ablation was performed. Thermocool smarttouch unidirectional sf catheter was used for post-cryoballoon ablation voltage mapping. Irrigated catheter flow was set on standard settings for mapping. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool smarttouch unidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch unidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since prolonged hospitalization was required for treatment or prevention of permanent damage to the patient, this is MDR reportable.